Event description:
It was reported that pre-op, the cuff of the lower intubation tube was leaking. There were no noticeable damage on the emg tube when opened. There were no noticeable damage on the emg tube package. 5ml syringe was used to inflate the endotracheal tube cuff. Air was used to inflate the cuff. Device was used for the first time. There was no patient involved in this event.

Manufacturer narrative:
H3: visually, the packaging carton was damaged upon return. However, there was no damage observed (with unaided eye) in the construction of the returned device. The wire harness had no paper tape intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff deflated immediately. Furthermore, the cuff was submerged under the water for leak observation, and the leak was detected. The leak was detected at the proximal end of the cuff. For further analysis, the cuff was placed under the magnification, and the puncture was observed in the same area where the leak was detected. The device failed due to defective condition upon return and the inability to keep the cuff inflated. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.